Event description:
Information was received indicating that this ambulatory infusion pump beeped and then displayed a dose on the screen. It was thought that the patient accidentally leaned forward and pressed the extra dose button. The pump was turned off and on again and therapy was resumed. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the infusion was life sustaining and that the pump was replaced to resolve the issue.